Manufacturer narrative:
The purpose of a diagnostic cycle is to ensure that the elctro-mechanical systems of the processor are functioning correctly; s40 sterilant is not ran with the diagnostic cycle. Steris recommends running a diagnostic cycle once every 24 hours. If a diagnostic cycle fails, the operator will be prohibited from initiating a liquid chemical sterilization cycle until the problem has been corrected and a successful diagnostic cycle has been completed. In this event, the diagnostic cycle failed due to a "fill time" error. Following the event, the facility's biomed replaced the unit's pre a and b water filters as instructed in the system 1e operator manual's troubleshooting guide and confirmed the unit was operating according to specification. A steris service technician visited the facility, confirmed the facility's repairs were appropriate, and returned the unit to service. In regard to the employee injury, the steris technician was informed the employee was wearing chemical-resistant gloves, however the s40 sterilant contacted his arm just above where the glove ends, leaving a welt. The system 1e operator manual states, "caution: appropriate personal protective equipment (ppe) is required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." In addition, it should be noted that the system 1e operator manual (1-3) states, "caution: never use sterilant for the diagnostic cycle." On multiple occasions, a steris account manager has offered the facility in-service training on the proper use and operation of the system 1e; however, the user facility has not responded.

Event description:
The user facility reported an employee obtained an injury while removing s40 sterilant from the system 1e after a failed diagnostic cycle.